Event description:
It was reported that during a left anterior resection procedure, the device misfired as no staple pins were present in the stapler. The tissue got cut when fired but [no] stapling occurred. No reported patience consequences.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.